Event description:
On (B)(6) 2011, this (B)(6) year old male underwent a total right hip arthroplasty under doctor (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The patient became symptomatic with his hip and went to see doctor (B)(6). On (B)(6) 2013, right hip aspiration was done and sent to pathology. On (B)(6) 2014, patient underwent revision of the right hip and had the stryker rejuvenate device explanted by doctor (B)(6). Extensive debridement of the joint was done.